Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system became unresponsive outside of a case when loading images. They used another navigation system for a case later on. No patient was present. Troubleshooting information was provided. While on the call, the system turned itself off. When booting the system, the system would not turn on. The medtronic representative (rep) left the system unplugged from wall power in an off state for about 10 seconds, enabling them to boot the system again. Self-test indicated that ups and battery were normal. After unplugging the system from the wall power, the main cart remained on for about 10 seconds before dying. The probable cause was suspected to be a corrupt ssd.

Manufacturer narrative:
Brand name ; product ID 9736411 (lot: -); product type: h3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.